Event description:
Customer reported via phone call that they having trouble due to their blood glucose reading are low. Customer states that they had allergies at work. Customer states that they have no delivery during priming. The blood glucose reading was 364 mg/dl at the time of incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.